Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2149) on 08-jun-2017. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("right side pain/ pain/ severe abdominal pain/pain/ cramping"), adrenal insufficiency ("adrenal glands started to fail/ autoimmune disorder type of disorder: adrenal fatigue symptoms"), blood urine present ("blood in urine") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst") in a 41-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, glucose tolerance impaired, autoimmune disorder, fracture, anemia, anxiety, depression, diverticulosis, gerd, irritable colon, mixed incontinence and obstructive sleep apnea syndrome. Concurrent conditions included obesity. Concomitant products included barnidipine, bupropion (wellbutrin), estrogens, glyceryl trinitrate (trinitrine), loratadine, pseudoephedrine sulfate (claritin-d allergy), mirabegron and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On 2011, 1 day after insertion of essure, the patient experienced abdominal pain lower ("pain in the right side lower abdomen"). In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes or incontinence") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergy to nickel in the essure coil/nickel allcrgy/ allergic or hypersensitivity reaction type: nickel/nickel allergy") with rash pruritic. In (B)(6) 2015, the patient experienced adrenal insufficiency (seriousness criterion medically significant) with irritability and fatigue and thyroid disorder ("autoimmune disorder type of disorder: thyroid symptoms thyroid symptom"). On an unknown date, the patient experienced blood urine present (seriousness criterion medically significant), headache ("developing headaches"), abdominal distension ("bloating"), menstrual disorder ("menstrual cycle has changed"), mood altered ("moody"), insomnia ("insomnia"), feeling abnormal ("almost felt like you were losing your mind"), tooth disorder ("dental problems") and complication of device insertion ("was told my left fallopian tube was closed off and could only insert the right side"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy) and surgery (removed during hysterectomy surgery). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal distension, feeling abnormal, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower, adrenal insufficiency, thyroid disorder, blood urine present, headache, menstrual disorder, mood altered, insomnia, allergy to metals, urinary incontinence, ovarian cyst, tooth disorder, weight increased, alopecia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension and adrenal insufficiency with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood urine present, complication of device insertion, feeling abnormal, headache, insomnia, menorrhagia, menstrual disorder, mood altered, ovarian cyst, thyroid disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do no conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: abdominal pain lower, genital haemorrhage, thyroid disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, ovarian cyst, tooth disorder, weight increased, alopecia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2149) on 08-jun-2017. The most recent information was received on 14-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("we spoke of the fact that he could not find the essure device durind ultrasound"), abdominal pain ("right side pain/ pain/ severe abdominal pain/pain/ cramping"), adrenal insufficiency ("adrenal glands started to fail/ autoimmune disorder type of disorder: adrenal fatigue symptoms"), blood urine present ("blood in urine") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst") in a 41-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, glucose tolerance impaired, autoimmune disorder, fracture, anemia, anxiety, depression, diverticulosis, gerd, irritable colon, mixed incontinence and obstructive sleep apnea syndrome. Concurrent conditions included overweight. Concomitant products included barnidipine, bupropion hydrochloride (wellbutrin), estrogens, ethinylestradiol;norethisterone acetate (loestrin), fesoterodine fumarate (toviaz), fluoxetine hydrochloride (prozac), glyceryl trinitrate (trinitrine), levonorgestrel (mirena), loratadine, pseudoephedrine sulfate (claritin-d allergy), mirabegron, oral contraceptive nos, tranexamic acid (lysteda) and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("pain in the right side lower abdomen"), 1 day after insertion of essure. In 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes or incontinence") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergy to nickel in the essure coil/nickel allcrgy/ allergic or hypersensitivity reaction type: nickel/nickel allergy") with rash pruritic. In (B)(6) 2015, the patient experienced adrenal insufficiency (seriousness criterion medically significant) with irritability and fatigue and thyroid disorder ("autoimmune disorder type of disorder: thyroid symptoms thyroid symptom"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("developing headaches"), abdominal distension ("bloating"), menstrual disorder ("menstrual cycle has changed"), mood altered ("moody"), insomnia ("insomnia"), feeling abnormal ("almost felt like you were losing your mind"), tooth disorder ("dental problems") and complication of device insertion ("was told my left fallopian tube was closed off and could only insert the right side") and was found to have blood urine present (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)/ salpingectomy and removed during hysterectomy surgery). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, adrenal insufficiency, abdominal pain lower, thyroid disorder, blood urine present, headache, menstrual disorder, mood altered, insomnia, allergy to metals, urinary incontinence, ovarian cyst, tooth disorder, weight increased, alopecia and complication of device insertion outcome was unknown and the abdominal pain, abdominal distension, feeling abnormal, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension and adrenal insufficiency with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood urine present, complication of device insertion, device dislocation, feeling abnormal, headache, insomnia, menorrhagia, menstrual disorder, mood altered, ovarian cyst, thyroid disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Event: device dislocation were added.concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2149) on 08-jun-2017. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('we spoke of the fact that he could not find the essure device durind ultrasound'), abdominal pain ('right side pain/ pain/ severe abdominal pain/pain/ cramping'), blood urine present ('blood in urine'), adrenal insufficiency ('adrenal glands started to fail/ autoimmune disorder type of disorder: adrenal fatigue symptoms') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: left ovarian cyst') in a 41-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, glucose tolerance impaired, autoimmune disorder, fracture, anemia, anxiety, depression, diverticulosis, gerd, irritable colon, mixed incontinence and obstructive sleep apnea syndrome. Concurrent conditions included overweight. Concomitant products included barnidipine, bupropion hydrochloride (wellbutrin), estrogens, ethinylestradiol;norethisterone acetate (loestrin), fesoterodine fumarate (toviaz), fluoxetine hydrochloride (prozac), glyceryl trinitrate (trinitrine), levonorgestrel (mirena), loratadine, pseudoephedrine sulfate (claritin-d allergy), mirabegron, oral contraceptive nos, tranexamic acid (lysteda) and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("pain in the right side lower abdomen"), 1 day after insertion of essure. In 2011, the patient was found to have weight increased ("weight gain"). In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes or incontinence") and alopecia ("hair loss"). In february 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergy to nickel in the essure coil/nickel allcrgy/ allergic or hypersensitivity reaction type: nickel/nickel allergy") with rash pruritic. In august 2015, the patient experienced adrenal insufficiency (seriousness criterion medically significant) with irritability and fatigue and thyroid disorder ("autoimmune disorder type of disorder: thyroid symptoms thyroid symptom"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("developing headaches"), abdominal distension ("bloating"), menstrual disorder ("menstrual cycle has changed"), mood altered ("moody"), insomnia ("insomnia"), feeling abnormal ("almost felt like you were losing your mind"), tooth disorder ("dental problems"), complication of device insertion ("was told my left fallopian tube was closed off and could only insert the right side"), salpingitis ("induce inflammation in the fallopian tube") and flatulence ("sharp gas pain") and was found to have blood urine present (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)/ salpingectomy and removed during hysterectomy surgery). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, blood urine present, adrenal insufficiency, ovarian cyst, abdominal pain lower, thyroid disorder, headache, menstrual disorder, mood altered, insomnia, allergy to metals, urinary incontinence, tooth disorder, weight increased, alopecia, complication of device insertion, salpingitis and flatulence outcome was unknown and the abdominal pain, abdominal distension, feeling abnormal, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension and adrenal insufficiency with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood urine present, complication of device insertion, device dislocation, feeling abnormal, flatulence, headache, insomnia, menorrhagia, menstrual disorder, mood altered, ovarian cyst, salpingitis, thyroid disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in april 2011: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received- new events added: gas pain, induce inflammation in the fallopian tube were added.reporters information ere added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This report was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 08-jun-2017. The most recent information was received on 22-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("right side pain/ pain/ severe abdominal pain/pain/ cramping"), adrenal insufficiency ("adrenal glands started to fail/ autoimmune disorder type of disorder: adrenal fatigue symptoms"), blood urine present ("blood in urine") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst") in a 41-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, glucose tolerance impaired, autoimmune disorder, fracture, anemia, anxiety, depression, diverticulosis, gerd, irritable colon, mixed incontinence and obstructive sleep apnea syndrome. Concurrent conditions included overweight. Concomitant products included barnidipine, bupropion (wellbutrin), estrogens, glyceryl trinitrate (trinitrine), loratadine, pseudoephedrine sulfate (claritin-d allergy), mirabegron and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced abdominal pain lower ("pain in the right side lower abdomen"). In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes or incontinence") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergy to nickel in the essure coil/nickel allcrgy/ allergic or hypersensitivity reaction type: nickel/nickel allergy") with rash pruritic. In (B)(6) 2015, the patient experienced adrenal insufficiency (seriousness criterion medically significant) with irritability and fatigue and thyroid disorder ("autoimmune disorder type of disorder: thyroid symptoms thyroid symptom"). On an unknown date, the patient experienced blood urine present (seriousness criterion medically significant), headache ("developing headaches"), abdominal distension ("bloating"), menstrual disorder ("menstrual cycle has changed"), mood altered ("moody"), insomnia ("insomnia"), feeling abnormal ("almost felt like you were losing your mind"), tooth disorder ("dental problems") and complication of device insertion ("was told my left fallopian tube was closed off and could only insert the right side"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy) and surgery (removed during hysterectomy surgery). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal distension, feeling abnormal, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower, adrenal insufficiency, thyroid disorder, blood urine present, headache, menstrual disorder, mood altered, insomnia, allergy to metals, urinary incontinence, ovarian cyst, tooth disorder, weight increased, alopecia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension and adrenal insufficiency with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood urine present, complication of device insertion, feeling abnormal, headache, insomnia, menorrhagia, menstrual disorder, mood altered, ovarian cyst, thyroid disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2149) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('we spoke of the fact that he could not find the essure device during ultrasound'), abdominal pain ('right side pain/ pain/ severe abdominal pain/pain/ cramping'), salpingitis ('induce inflammation in the fallopian tube') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: left ovarian cyst') in a 41-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, glucose tolerance impaired, autoimmune disorder, fracture, anemia, anxiety, depression, diverticulosis, gerd, irritable colon, mixed incontinence, obstructive sleep apnea syndrome, post coital bleeding, spotting menstrual, kidney stones, anemia, cervical polyp, uterine bleeding, uti, urinary incontinence, general body pain, stress incontinence, diarrhea, abdominal distension, urinary urgency, excessive menstruation, diverticulosis, post coital bleeding, mood swings, adrenal insufficiency, pap smear abnormal, ovarian cyst, adenomyosis and fibrosis. Previously administered products included for an unreported indication: prozac, wellbutrin and mirena. Concurrent conditions included overweight and right lower quadrant pain. Concomitant products included barnidipine, bupropion hydrochloride (wellbutrin), estrogens, ethinylestradiol;norethisterone acetate (loestrin), fesoterodine fumarate (toviaz), fluoxetine hydrochloride (prozac), glyceryl trinitrate (trinitrine), levonorgestrel (mirena), loratadine, pseudoephedrine sulfate (claritin-d allergy), mirabegron, oral contraceptive nos, tranexamic acid (lysteda) and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("pain in the right side lower abdomen"), 1 day after insertion of essure. In 2011, the patient was found to have weight increased ("weight gain"). In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes or incontinence") and alopecia ("hair loss"). In february 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergy to nickel in the essure coil/nickel allcrgy/ allergic or hypersensitivity reaction type: nickel/nickel allergy") with rash pruritic. In august 2015, the patient experienced adrenal insufficiency ("adrenal glands started to fail/ autoimmune disorder type of disorder: adrenal fatigue symptoms") with irritability and fatigue and thyroid disorder ("autoimmune disorder type of disorder: thyroid symptoms thyroid symptom"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), headache ("developing headaches"), abdominal distension ("bloating"), menstrual disorder ("menstrual cycle has changed"), mood altered ("moody"), insomnia ("insomnia"), feeling abnormal ("almost felt like you were losing your mind"), tooth disorder ("dental problems"), complication of device insertion ("was told my left fallopian tube was closed off and could only insert the right side"), flatulence ("sharp gas pain") and pelvic pain ("pelvic pain") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy and removed during hysterectomy surgery). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, ovarian cyst, blood urine present, adrenal insufficiency, abdominal pain lower, thyroid disorder, headache, menstrual disorder, mood altered, insomnia, allergy to metals, urinary incontinence, tooth disorder, weight increased, alopecia, complication of device insertion, flatulence and pelvic pain outcome was unknown and the abdominal pain, abdominal distension, feeling abnormal, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension and adrenal insufficiency with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood urine present, complication of device insertion, device dislocation, feeling abnormal, flatulence, headache, insomnia, menorrhagia, menstrual disorder, mood altered, ovarian cyst, pelvic pain, salpingitis, thyroid disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in april 2011: results: unilateral occlusion. Pathology test - on (B)(6) 2010: cervical polyp: endocervical polyp with microgiandular hyperplasia and chronic inflammation; on (B)(6) 2010: intrauterine mass, biopsy: scant fragments of benign endometrium with focal decasualized/pseudodecidualized stroma pigment-laden histiocytes; on (B)(6) 2011: satisfactory for evaluation partially obscuring inflammation. Ultrasound scan vagina - on (B)(6) 2013: normal; on (B)(6) 2016: status post lavh. Course: improving.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-jun-2017. The most recent information was received on 06-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('we spoke of the fact that he could not find the essure device during ultrasound'), abdominal pain ('right side pain/ pain/ severe abdominal pain/pain/ cramping'), salpingitis ('induce inflammation in the fallopian tube') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: left ovarian cyst') in a 41-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, glucose tolerance impaired, autoimmune disorder, fracture, anemia, anxiety, depression, diverticulosis, gerd, irritable colon, mixed incontinence, obstructive sleep apnea syndrome, post coital bleeding, spotting menstrual, kidney stones, anemia, cervical polyp, uterine bleeding, uti, urinary incontinence, general body pain, stress incontinence, diarrhea, abdominal distension, urinary urgency, excessive menstruation, diverticulosis, post coital bleeding, mood swings, adrenal insufficiency, pap smear abnormal, ovarian cyst, adenomyosis and fibrosis. Previously administered products included for an unreported indication: prozac, wellbutrin and mirena. Concurrent conditions included overweight and right lower quadrant pain. Concomitant products included barnidipine, bupropion hydrochloride (wellbutrin), estrogens, ethinylestradiol;norethisterone acetate (loestrin), fesoterodine fumarate (toviaz), fluoxetine hydrochloride (prozac), glyceryl trinitrate (trinitrine), levonorgestrel (mirena), loratadine, pseudoephedrine sulfate (claritin-d allergy), mirabegron, oral contraceptive nos, tranexamic acid (lysteda) and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("pain in the right side lower abdomen"), 1 day after insertion of essure. In 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes or incontinence") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergy to nickel in the essure coil/nickel allergy/ allergic or hypersensitivity reaction type: nickel/nickel allergy") with rash pruritic. In (B)(6) 2015, the patient experienced adrenal insufficiency ("adrenal glands started to fail/ autoimmune disorder type of disorder: adrenal fatigue symptoms") with irritability and fatigue and thyroid disorder ("autoimmune disorder type of disorder: thyroid symptoms thyroid symptom"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), headache ("developing headaches"), abdominal distension ("bloating"), menstrual disorder ("menstrual cycle has changed"), mood altered ("moody"), insomnia ("insomnia"), feeling abnormal ("almost felt like you were losing your mind"), tooth disorder ("dental problems"), complication of device insertion ("was told my left fallopian tube was closed off and could only insert the right side"), flatulence ("sharp gas pain") and pelvic pain ("pelvic pain") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy and removed during hysterectomy surgery). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, ovarian cyst, blood urine present, adrenal insufficiency, abdominal pain lower, thyroid disorder, headache, menstrual disorder, mood altered, insomnia, allergy to metals, urinary incontinence, tooth disorder, weight increased, alopecia, complication of device insertion, flatulence and pelvic pain outcome was unknown and the abdominal pain, abdominal distension, feeling abnormal, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension and adrenal insufficiency with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood urine present, complication of device insertion, device dislocation, feeling abnormal, flatulence, headache, insomnia, menorrhagia, menstrual disorder, mood altered, ovarian cyst, pelvic pain, salpingitis, thyroid disorder, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral occlusion. Pathology test - on (B)(6) 2010: cervical polyp: endocervical polyp with microgiandular hyperplasia and chronic inflammation; on (B)(6) 2010: intrauterine mass, biopsy: scant fragments of benign endometrium with focal decasualized/pseudodecidualized stroma pigment-laden histiocytes; on (B)(6) 2011: satisfactory for evaluation partially obscuring inflammation. Ultrasound scan vagina - on (B)(6) 2013: normal; on (B)(6) 2016: status post lavh. Course: improving. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) ((B)(4)) are duplicates of each other. All the information from this case was transferred to retention case 2017-119718. Event added- pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2149, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Ever since she had essure put in she started developing headaches that were different than in the past, her menstrual cycle has changed, irritable, moody, right side pain that no one can explain why she has had ultrasounds, colonoscopy and auto immune disease testing, insomnia, blood in urine. Product technical complaint investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Product technical complaint investigation received on 11-dec-2015, referring to (B)(4): no major changes. Follow-up information received on 07-mar-2016 and this case was upgraded to incident: the case (B)(4)was identified to be a follow-up of this present case, and all of its information has been transferred to this current case. On 03-mar-2016 the consumer reported that after having essure inserted she experienced pain, bloating, fatigue and her adrenal glands started to fail. She underwent a hysterectomy. Follow up information received on 08-mar-2016 from social media: the consumer reported she woke up with an abdominal pain one day four years ago from the time of the report, she stated it felt very similar to trapped gas. She reported the sharp, constant pain clawed at her lower right side, and after a couple weeks, it still had not gone away. She went to her obgyn, who examined her and found nothing abnormal on an ultrasound. The physician suggested it might be a gastrointestinal issue, so she visited a specialist and underwent a colonoscopy and everything was normal. She went to an urologist, every day she was waking up feeling bloated, as though she was about to get her period. Fatigue set in, hampering her daily activities, like caring for her sons and running her own business. She stated she bounced around between gynecologist, gastroenterologist, and urologist and nothing was ever found. And the pain would not go away. Several years passed, at one point, her adrenal glands started to fail; the consumer saw three different endocrinologists and was tested for multiple autoimmune diseases. Again, the results came back negative. Around the time her pain started, in early 2012, she had elected to have the essure device, a metal coil, inserted into each of her fallopian tubes as a form of permanent birth control. After weighting three or four different opinions she opted to have her uterus removed in (B)(6) 2015. Six weeks after surgery, the consumer improved. Her fatigue, bloat and pain have disappeared. She believed her autoimmune issues developed as result of allergy to nickel. The consumer has considered legal action. Follow-up from 26-apr-2016: ptc result updated. Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do no conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up 03-may-2016: follow up information was received from consumer via social media. She said that you almost felt like you were losing your mind. She had severe abdominal pain for nearly five years after essure was implanted. She had cat scans and colonoscopies and different gynecological procedures and finally linked her pain with essure after finding the group on a website, but said she got few answers from doctors. They were not trained when there were complications. Consumer decided to have hysterectomy and was also part of a lawsuit against bayer. The decision to have a hysterectomy was very emotional and it was a very hard decision to make. After her surgery to remove essure, she said her symptoms eased. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had right side pain/severe abdominal pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. Additionally, she stated her adrenal glands started to fail and she had blood in urine and she believed her autoimmune issues developed as result of allergy to nickel. The consumer has considered legal action. Only abdominal pain is listed according to reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this particular case, limited information was provided. However, considering pain's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining events, due to their nature and given essure's local action into the fallopian tubes, causality is considered unlikely. This case was upgraded to incident, since a hysterectomy was reported upon follow-up. Based on the available information no product quality defect was confirmed. Additional information will be obtained through the normal litigation process.